Event description:
It was reported that a malfunction occurred on the pump with malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, the customer was assisted with resetting the pump, which resolved the issue temporarily. However, the malfunction recurred, and the customer, lacking a backup therapy, was advised to contact their healthcare provider. Subsequently, technical support arranged to send a replacement pump with updated software and provided instructions for returning the faulty device. The customer was informed about the steps to follow upon receiving the replacement and acknowledged the guidance.